Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. A physical investigation was performed for the catheter. The helix was broken at 70 cm from the tip of the catheter. The tube damage at 70 cm distance from the tip of the tube was also noticed. It was not possible to specify the root cause further using the information provided by the user. It can be confirmed that the helix was broken. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 10/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the device helix detached from the catheter and was left on the wire. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. A physical investigation was performed for the catheter. The helix was broken at 70 cm from the tip of the catheter. The tube damage at 70 cm distance from the tip of the tube was also noticed. It can be confirmed that the helix was broken. A clear root cause could not be established. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiration date: 10/2023.

Event description:
It was reported that during a recanalization procedure, the device helix detached from the catheter and was left on the wire. There was no reported patient injury.